Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient was hospitalized for hyperglycemia. That the patient's blood glucose levels reached 499 mg/dl while wearing the pod longer than 48 hours. When arriving at the hospital the patient had chest pains, vomiting and was having difficulty breathing. They had him change that pod and they gave him 14u of humalog insulin, 2 bags of IV fluid (sod chloride 2000 mg),(bolus IV),(4mg zofran), chest 2 view x-ray and some blood work. The patient was then sent home at 12:30 am (B)(6) 2019.